Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
"On or about (B)(6), 2011," an ams intepro lpp y-sling was implanted. Plaintiff's attorney alleges that "after, and as a result of implantation," of the mesh, plaintiff has "suffered serious bodily injuries, including, but not limited to, extreme pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence or urinary inconteince, add'l surgery, and/or other injuries." Along with "significant mental and physical pain and suffering." Also alleged, as a result of the implanted mesh, plaintiff has experienced "significant mental and physical pain and suffering, has required add'l surgery and/or medical treatment, and she has sustained permanent injury, and other damages.